Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt messages, service code 204) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving frequent adjust belt messages and the monitor was displaying a service code 204 (belt/monitor unusable).